Manufacturer narrative:
Siemens filed initial MDR 2432235-2021-00134 on 21-may-2021. Additional information (04-jun-2021): siemens further investigated the issue and reviewed the service activities performed by the siemens customer service engineer (cse) for this event. As indicated in the initial MDR, the cse determined that aspirate probe 1 was aspirating slow and leaving fluid in the cuvette. When fluid is correctly aspirated, it should not leave fluid in the cuvette during the assay wash sequence. Poor aspiration performance from aspirate probe 1 potentially contributed to the discordant, falsely elevated cardiac troponin I ultra results. After the cse replaced the tubing for aspirate probe 1, the cse confirmed proper aspiration. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated cardiac troponin I ultra (tni-ultra) patient sample results were obtained on a advia centaur xp instrument. The customer indicated that quality controls recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse performed a total service visit. Then, the cse determined that aspirate probe 1 was aspirating slow and leaving fluid in the cuvette. As a result, the cse replaced the aspirate probe 1 tubing, which restored proper aspiration. Then, the cse checked the luminometer performance and ran quality controls, which recovered acceptably. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin I ultra (tni-ultra) results were obtained on three patient samples on an advia centaur xp instrument. Due to the laboratory protocol, the samples were repeated on the same instrument, resulting lower. The initial results were not reported to the physician(s). Then, the samples were repeated on alternate advia centaur instrument. The repeat results from alternate instrument were lower and were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni-ultra results.